Event description:
A balance chamber pressure high alarm which could not be resolved was followed by a waste bag pressure high alarm during a routine hemodialysis treatment. Rinseback was performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The disposable cartridge was not available for evaluation. The exact cause of the alarms cannot be determined. The user's guide provides adequate instructions for troubleshooting the reported alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.